Event description:
The manufacturer received information alleging an issue related to a philips CPAP device. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.